Event description:
It was reported that during the operational check, the unit reported a low battery. The device does not work on battery power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.